Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block d4: serial number not provided. Block d4: primary UDI number unknown as no serial number provided. Block h4: date of device manufacture unknown as serial number not provided. Legal manufacturer: hcs madison 3030 ohmeda dr USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in excessive inspired carbon dioxide during a case. The patient was switched to an ambu bag. There was no patient injury.